Event description:
It was reported the patient noticed a return of symptoms in (B)(6) and had their dosage increased. They had a return of symptoms again in (B)(6), and had another dose increase. Yesterday, the patient had a return of spasticity symptoms. The last time the patient was refilled, there was supposed to be 7ccs and close to 9ccs were drawn out. The pump contained baclofen. It was further reported the patient received assistance from their healthcare professional (hcp) or manufacturer representative and their concerns were resolved. The patient had a pump replacement scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j11158r20, implanted: (B)(6) 2002, product type: catheter. (B)(4).